Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the arm, which is off-label usage of the device on (B)(6) 2025. The pediatric patient experienced a sensor failure, which led to a hyperglycemic event. On (B)(6) 2025 the day of the incident, around noon, the patient began vomiting and exhibited signs consistent with diabetic ketoacidosis (dka). The patient¿s stepmother noted that the sensor had failed approximately 1¿2 hours prior, resulting in no insulin being administered during that time. A fingerstick blood glucose test was performed, revealing a reading of 400 mg/dl. The patient was treated with subcutaneous insulin injections; however, the blood glucose level did not decrease. Due to the lack of response, the patient was transported to the hospital. Upon arrival, a fingerstick test at the hospital showed a blood glucose level of 688 mg/dl. The patient was diagnosed with diabetic ketoacidosis and treated with intravenous insulin. As of the following day, when the report was submitted, the patient remained hospitalized and was described as tired. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction was updated on 11/21/2025. Data was further review. Confirmation of the complaint and the probable cause could not be determined. The dexcom app was not in an active sensor session on the alleged event date of 10/19/2025. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).